Event description:
The following article was received based on a literature review: article: ab interno intraluminal suture to reverse ocular hypotony after glaucoma drainage device implantation a response article was written to describe the author¿s experience in the use of the technique of ab interno intraluminal stenting in cases of ocular hypotony following the implant of both valved and non-valved glaucoma drainage device (gdd). A total of 3 patients with refractory glaucoma underwent baerveldt implant in the superior-temporal quadrant with a 5-0 polypropylene intraluminal stent and 6-0 vicryl bridle suture to allow a staged outflow control. In all 3 cases, it was reported that hypotony developed 4 to 6 months after surgery with intraocular pressure (iop) ranging from 2 to 6 mm hg with anterior chamber shallowing, choroidal detachment, and hypotony maculopathy. As treatment, a 5-0 polypropylene suture segment, of approximately 2 cm length, with cauterized ends, was inserted into the lumen of the tube from a limbal paracentesis using forceps. The cauterized ends of the suture help to stabilize the stent inside the tube. A small portion of the suture was left protruding from the tube tip to allow its removal in case of hypertension. This issue occurred three times with three different patients. A separate report is being submitted for the other patients involved. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown/ not provided. Section d6b - explant date: n/a, device remains implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - health effect - clinical code: 4581: shallowing or collapsing of the anterior chamber. Citation: luigi fontana ; ab interno intraluminal suture to reverse ocular hypotony after glaucoma drainage device implantation; european journal of ophthalmology 2022, vol. 32(1) np301¿np302; doi: 10.1177/1120672120936487. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.